Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) due to oversensing and high / undefined rv tip-to-rv ring pacing impedance. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high thresholds, no capture, variable pacing impedance and noise which resulted in the patient receiving multiple inappropriate therapies. A lead fracture was confirmed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.